Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The needle broke while suturing the vaginal cuff. Had to use a c-arm to find the broken needle. The needle was retrieved. The operating time was extended by ninety minutes due to the use of the c-arm.